Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician noted low ventricular sensing and high capture threshold during a device interrogation. The lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure.